Event description:
The customer reported that prior to use on a pt, the iabp failed the failed the safety disk leak test. The iabp was replaced and therapy was initiated.

Manufacturer narrative:
The company rep observed that the drain port luer was unlocked. The company rep locked the drain port fitting and the iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).